Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of above 563 mg/dl. The customer stated that the insulin pump was cracked on the battery holder and the buttons. The customer declined the troubleshooting for high blood glucose levels. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will return for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with broken battery tube threads and cracked case behind the pump near the battery compartment.